Manufacturer narrative:
The event occurred in another country.

Event description:
Caller reports pt with blood glucose result of 22.6 mmol/l obtained on the inform system. Lab value was 1.2 mmol/l 24 mins after the meter result was obtained. Pt was treated with dextrose and is in stable condition. Requested return of suspect device.